Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor glucose and blood glucose readings vary widely; the patient's sensor glucose at the time of incident was 3.5 mmol/l but the blood glucose was 6.5 mmol/l, which caused the insulin pump to suspend unnecessarily. There was another instance in which the sensor glucose was 3.2 mmol/l and the blood glucose was 6.9 mmol/l and the pump suspended again. Troubleshooting was initiated and the proper insertion technique and sensor usage was explained. The customer was advised to continue sensing and monitor the sensor performance, and if the difference in readings stay outside of an acceptable range to remove the current sensor and insert a new one. The sensor in question will be returned for analysis and a courtesy replacement was shipped to the customer.